Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose level was reported to be elevated (340 mg/dl); however, the customer was not sure if this was due to the pump stopping. It was confirmed that the customer had alternate insulin therapy available.

Manufacturer narrative:
The device has been received for eval. However, the eval is not yet complete. A supplemental report will be submitted upon completion of eval.